Event description:
The dealer called stating that the front caster tires on the tdxsp power chair allegedly keep rolling off the caster hub.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 10 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that the dealer replaced both caster tires on (B)(6) 2012. Dealer replaced both caster tires again on (B)(6) 2012, the dealer replaced one caster tire. The malfunction has not been confirmed.